Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced intermittent low blood glucose levels reaching 37 mg/dl in the morning. Reportedly, low bg's are due to customer not eating enough carbohydrates before going to bed. Customer stated they drink juice or eat donuts to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.